Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related mishandling of the customer. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: chapter 4 inspection. 4.6 checking the lamp usage indicator. Check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed; the light bulb had expired following the number of hours of use. Also, the reported error was resolved by replacing the light bulb.

Event description:
It was reported the light source displayed an e103 output error code. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.